Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported via the manufacturer representative that his leads moved and he had increased pain. The patient had an MRI the day before the report and had spent the evening in the emergency room due to the increased pain. The patient stated that an x-ray showed that the lead had moved and he had increased pain and no relief. The therapy was ineffective. The issue was not resolved at the time of the report and the patient was going to be seen by his healthcare provider. Additional information received from the healthcare provider reported that the action taken to resolve the lead migration, pain and loss of relief was reprogramming. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.